Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Additional information was received from a consumer indicated the pump was still alarming and the reporter thought there was also clonidine and bupivacaine in the pump at the time of the event, but his memory was not the best. The pump had not been replaced due to the patient not being able to find a doctor to replace the pump. Physician listings were sent to the patient again. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that an alarm was heard and confirmed by telemetry. The alarm was due to a motor stall. The stall was constant. The last stall was from (B)(6) 2015 with no recovery. The motor stalls and recoveries go back to (B)(6) 2015 in the logs. The patient had no symptoms of withdrawal. The health care provider (hcp) was going to put the patient on oral medication and update the pump to minimum rate. It was noted that the patient had no new environmental exposure but had an ultrasound done. The pump was infusing fentanyl and baclofen (compounded). Additional information received reported that as of (B)(6) 2015, the pump was still in a motor stall. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.